Manufacturer narrative:
No product has been returned for evaluation as product was re-implanted. No x-rays were provided to confirm the alleged event. As per reporter the procedure was completed successfully. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)...". "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed...". "...single use: reuse of a single use device that has come in contact with blood, bone, tissue or other body fluids may lead to patient or user injury. Possible risks associated with reuse of a single use device include, but are not limited to, mechanical failure, material degradation, potential leachables, and transmission of infectious agents...".

Event description:
Patient underwent an extreme lateral interbody fusion corpectomy procedure on (B)(6) 2018. A cage migration was noted on l5 level and a revision procedure was performed on (B)(6) 2018. The endcaps of the xcore were replaced and device was re-implanted. No further information on patient's condition has been reported.